Manufacturer narrative:
Received 1 silicone elastomer catheter. Visual inspection of the returned catheter noted sac burst along lumen. The burst location is at the middle of sac and along the inflation lumen. Missing pieces of the balloon was also observed during evaluation. Introduced water into the inflation lumen and did not experience any obstructions to impede flow. Microscopic examination found no conditions that could be associated with the reported event. Balloon thickness measures 23 thou. In addition, the edges of the burst area were brittle. Evaluation was conducted on the returned catheter and from the evaluation, it was confirmed that it was balloon sac burst. The sample was also evaluated under microscope and no conditions found that could be associated with the reported event. The exact cause for this reported event could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "caution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damaged. Warning: do not use elements or lubricants having a petrolatum base. They will damage latex and may burst balloon. Do not aspirate urine through the drainage funnel wall. Single use only. Do not resterilize. For urological use only. Valve type: use luer slip syringe. Do not use needle. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." (B)(4).

Event description:
It was reported that the balloon burst. There were no missing pieces.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon burst. There were no missing pieces. Additional information has been requested but not yet received.